Event description:
It was intended to use a 3.50 mm diameter x 18 mm length endeavor resolute rx drug eluting stent to treat a lesion in the lad vessel of a patient with severe calcification and tortuosity. The physician reported that the stent could not pass the lesion due to the vessel tortuosity. Upon withdrawal of the stent from the patient, it was noted that it was deformed. No patient injury or clinical sequelae were reported. Evaluation summary: initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The 1st four distal stent segments were deformed with a number of struts on the 3rd segment raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (stent deformation and failure to deliver stent). Patient¿s condition affected effectiveness of device (patient lesion morphology- severe calcification and tortuosity). Evaluation conclusions: known inherent risk of a procedure (stent deformation and failure to deliver stent). Device failure related to patient condition (patient lesion morphology- severe calcification and tortuosity). (B)(4).